Event description:
The contact called for help with the customer's meter. While troubleshooting, it was discovered the meter was set in mmol/l. The contact did not allege the customer experienced any adverse events. She was able to reset the meter to mg/dl, and no product will be returned for eval.